Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 25mm amplatzer cribriform occluder was selected for implant. During deployment of the left disc in the left atrium, deformation into a domed shape was observed. Two recaptures were done in the left atrium, however the deformation persisted. The device was recaptured and removed from the patient without incident. A new 35mm amplatzer pfo occluder was successfully implanted. No patient consequences were reported.